Event description:
The sales rep reported a hip revision surgery due to a pt infection. The surgeon removed the omni acetabular insert and femoral head. There were no implant issues noted. The original implant surgery was on (B)(6) 2013 and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Eval summary to support: the implant was not returned for examination; therefore, omni could not only use the implant usage ticket info to confirm the lot numbers of the product reported. Based on the info provided, a review of mfg and sterilization records was performed. There was no evidence in the files that showed a correlation that would result in pt infection. All implant lot records were reviewed and there were no deviations reported.